Event description:
It was reported that the broncho videoscope display blackout when changing angulation. The issue occurred during service or maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted e1 ¿ email/e1 ¿ email null, e3 ¿ occupation (inadvertently omitted from the initial medwatch report), g4 - PMA/510(k) # (inadvertently omitted from the initial medwatch report), h6 - medical device problem code (inadvertently omitted from the initial medwatch report), and h6 - component code (inadvertently omitted from the initial medwatch report). This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad charge-coupled device due to physical stress applied to the tip olympus will continue to monitor field performance for this device.